Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the event was confirmed (via event logs). The handpiece was tested and was noted to output phaco as expected. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system) was manufactured on november 25, 2014. Based on qa assessment and a review of the manufacturing record, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that during a cataract extraction with intraocular lens implant procedure, there was no phacoemulsification power. The was no impact to the patient.